Manufacturer narrative:
Additional manufacturer narrative:unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. The device was explanted more than ten (10) years for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Reoperative valve surgery carries significant risk. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately ten (10) years and seven 7 months due to unknown reasons. The explanted device was replaced with an edwards bioprosthetic valve. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. No other details were provided.

Event description:
Through follow up with the health care provider, it was learned this valve was explanted due to calcification. The op report and discharge summary indicate the patient presented with acute coronary syndrome. An om (left marginal artery) thrombus/embolus was detected by angiography. Echo detected a large mass attached to the valve, most probably the source of embolism. Per the surgeon, this could represent vegetation; however, there was no clinical evidence of infection. At explant, the valve was found to be heavily calcified, a large mass was attached to the non-coronary cusp and a small cavity was observed in the non-coronary annulus. The valve was sent to microbiology. No evidence of infection was identified from the sample. The patient had an excellent recovery and was discharged to home. The explanted device was replaced with a 23mm aortic valve. Per the surgeon's response, the device is not available for return.

Manufacturer narrative:
Additional manufacturer narrative: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the health care provider indicated his valve had become heavily calcified and there was no evidence of infection. The device is not available for return and we are unable to confirm this clinical observation. Corrected data: was rewritten to read the device was explanted due to calcification. Patient and device codes were corrected.